Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on an unspecified date due to rising lactate dehydrogenase (ldh) and total bilirubin levels, and a recent increase in shortness of breath. The patient was treated with heparin and an increased dosage of aspirin. It was reported that the patient did not have any clinical history that would have been relevant to the event. At the time the patient's ldh level was 1525 u/l, the patient's inr was 1.8 (inr goal was 2-2.5). Earlier that week, the patient's inr had been 3.2 and coumadin dosing had been adjusted. The pump was emergently exchanged on (B)(6) 2015 reportedly due to thrombus. The patient was extubated and was reportedly doing well post the pump exchange. No further information was provided.

Manufacturer narrative:
The device was expected to be returned for evaluation; however, the device was not returned despite multiple requests being made for its return. A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.